Event description:
It was reported by service report that the foot end jack was drifting due to malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.